Event description:
This rv lead was implanted on (B)(6)1996 and capped on (B)(6) 2018. A call was placed to technical services on 09/06/2018 stating that this lead had low sensing 0.5-1.5. The physician was dr. (B)(6) at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).